Manufacturer narrative:
Manufacturer was made aware by FDA via mail about maude event report mw5038157 of a patient revision due to a pyrenees plate fracture 4-6 months post-op. Maude event report alleges that the cervical plate was removed and replaced during the revision due to being broken in two pieces and that the patient started having symptoms 6 months after initial surgery. It is uncleared if the subject device(s) was kept by the patient or discarded; this was not returned to the manufacturer and therefore not evaluated. The revision of the manufacturing and inspection records did not reveal any contributing information as to the cause of this event. Reviewed risk-006 rev 4. Lines 11-16 of pha address plate break concerns raised in this per, therefore no additional hazards required. Current severity and frequency values are satisfactory - no changes required. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The surgical technique guide and IFU are accurate and available to the surgeon - no edits required. Upon receipt of the event report, k2m made several attempts to contact the initial reporter and the company (sales) rep to find additional information about this event. The initial reporter was notified of the manufacturer's awareness of this incident and about the manufacturer's procedures related to a complaint / event investigation. Once the investigation is complete, the manufacturer will send a notification report to the initial reporter. The details and point of view / findings of the sales rep attending/supporting the case/physician event are still to be clarified at this point of time after the event occurence. Device not returned to manufacturer.

Manufacturer narrative:
Manufacturer is issuing this final report where the only additional information provided is the method code (no testing methods performed). Upon completion of the investigation, manufacturer sent a notification repot to the event initial reporter. The manufacturer attempted to collect additional information about this case which was not timely reported to manufacturer via its regular complaint handling system. Sales rep did not provide additional details regarding the case. Manufacturer considers this to be a closing report.

Event description:
Patient was revised due to pyrenees plate fracture 4-6 months post-op.